Event description:
At 09:30 pm, alarm clipped to resident. Cna stated she had no reason to believe alarm or clip to be defective. At 9:45 pm, resident found in another resident's room on floor- had ambulated there independently. Clip alarm found on bed, unclipped from resident and not sounding. At 10:15 pm, resident transported to hospital with probable hip fracture. Upon assessment of alarm after fall, clip found to be bent and white safety tape in disrepair. Clip was tested. Could not consistently maintain substantial grip on material without sliding off to pull magnet away from alarm box.